Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the dropper and the infusion tube of a flow regulator set was cracked. This issue was observed patient infusion of methotrexate group fluid. The clamp was immediately closed, and the device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.